Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient ran out of ilet pump supplies earlier than expected because cartridges were lasting two days instead of three, leading to an interruption in therapy and a transition to backup therapy; the patient uses a g7 sensor, and a replacement box was sent while an updated prescription was requested. Symptoms included hyperglycemia up to 400 mg/dl for approximately four hours and frequent urination, with no ketones detected and no medical intervention reported. Outcomes included temporary hyperglycemia requiring self-management with backup therapy. Investigation included review of device use, supply utilization, and user troubleshooting and education. Investigation of this case revealed that the event involved hyperglycemia with unclear device-related cause and supply depletion, with no evidence of sensor or pump malfunction identified from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.